Event description:
It was reported that 4 months ago, the patient started to hear with intermittencies with his cochlear implant. The external components were checked and the problem seemed to be solved. Ten days ago the intermittent sound appeared again and then patient lost access to sound on (B)(6) 2014. This was confirmed with 2 different audio processors. An accident or trauma is not known.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.